Event description:
Healthcare professional reported right side exchange of textured breast implants due to the patient¿s concern with the product. Patient representative reported pain, rupture, swelling of the breast, risk of developing alcl and/or bia-alcl. Patient representative additionally reported "depression" not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.